Manufacturer narrative:
Results: damaged head right siderail panel. Damaged footboard module. Siderail cables.

Event description:
It was reported by service report that both siderails did not have electrical functionality, there were damaged footboard, and the head right siderail panel was damaged. No pt involvement or adverse consequences were reported.